Event description:
Patient stated she saw several puffs of smoke emitting from the ceiling lift system. The unit was not hot to the touch. The unit was inspected by the hospital's biomed staff. They found a wire exposed by the cover coming loose. They corrected the problem.